Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to neurologic damage, local or systemic including paraplegia. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent emergent endovascular repair of a ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system. Trunk-ipsilateral leg and contralateral leg components were successfully deployed. Since the left common iliac artery was not in good anatomical condition, the physician elected to implant another contralateral leg component in the left ipsilateral leg side, extending into the left external iliac artery. The procedure was concluded without endoleaks present, and the patient was transferred to an intensive care unit. On (B)(6) 2016, the patient developed paraplegia when he was awaken from anesthesia. Vasopressors were given to the patient for paraplegia. Also, the patient is going to receive rehabilitation therapy. It was reported that there revealed an occlusion in a branch vessel feeding the spinal cord. The patient¿s blood pressure had dropped due to aneurysm rupture prior to the initial implant procedure, which might have caused or contributed to the decrease in blood supply to the spinal cord.